Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV seroma-late, lymphadenopathy, gel bleed, infection.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade IV, membranous tissue piece measuring a maximum of 11.5 x 7.8 cm, sparsely cellular scarred fibrous pseudocyst consistent with sectorial capsular contracture (clinically grade IV)¿, ¿seroma, largest fluid deposit at the base of the breast inside the sternum¿, ¿enlarged lymph nodes¿, ¿presence of scar-like collagen fibers, mamma left bigger than right, bulging especially of the upper inner quadrant left, no redness, non-irritable scars around areola and bridge on both sides¿, ¿gel bleed¿, ¿the implant shows a pronounced deformation with wrinkles due to severe ¿bleeding¿ , implant there questionably defective or with deep fold¿ and ¿suspicion of implant infection¿. Device has been explanted, replaced with a non-abbvie device, and discarded.